Manufacturer narrative:
The year is the only known part of manufacture date.

Event description:
Customer alleged she received an accidental fingerstick with the fastclix device. The lancet device is property of her pharmacy school, and used for educational purposes. While in class, customer stuck her finger, and was not sure if the lancet had been used by another person previously. Customer cleansed the finger by washing her hands, and has also had blood test to check for any diseases. The customer was administered and prescribed prep medication as a preventative treatment for the accidental finger stick to prevent possible exposure to (B)(6). The customer is prescribed to take the medication for 28 days.